Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. Following insertion, the 14 french peel-away sheath was removed and exchanged for a repositioning sheath. Oozing and bleeding were noted at the access site, requiring manual compression for more than 15 minutes. Due to continued oozing, a femostop compression device was applied at low pressure for bleeding management until anticoagulation reached therapeutic levels. The patient expired while on impella cp support. The patient¿s subsequent clinical deterioration and death were attributed to underlying cardiogenic shock and critical illness.

Manufacturer narrative:
Investigation summary minor bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot device lot : 1977138 device history batch sub-component lot: n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.